Event description:
It was reported that when using the bd pyxis¿ es server, a patient was not displaying on the station. The customer confirmed that the patient was also not visible on the server. As a result, a temporary patient record was created to allow medication dispensing. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was already discharged. A technical support specialist (tss) found that the patient had already been discharged and later confirmed that the patient record eventually appeared on the server. The customer reported creating a temporary patient profile to remove medications and requested confirmation that station was receiving admission orders for the clinic, as a similar issue had occurred previously. Tss advised that this appeared to be a single instance and recommended monitoring for recurrence. The system functioned as intended when the technical support specialist investigated the device.